Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the dusty red foreign material was present in the suction channel because the user facility was less trained on the device handling and reprocessing in accordance the device instructions for use (IFU). The root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in IFU and may help detect/ prevent the foreign material from blogging the suction channel: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Precleaning the endoscope and accessories states the following on performing precleaning immediately after procedure to prevent stain to be adhered. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Thoroughly reprocess the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital and at olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. Cuts in the keytop one (1) were found to have caused the leaking. In addition, the suction cylinder and channel mount were obstructed with foreign material. The obstruction caused the subject device to fail the suction flow test. The device evaluation also found a deformed plastic distal end cover, separated glue on the bending section cover, a damaged cover wire, a scratched and discolored cutting tube and peeling paint on the grip unit and knob markers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the switch key tops on the exis exera iii colonovideoscope were leaking during reprocessing. During the inspection of the returned device, the suction cylinder and channel were obstructed with foreign material, which had been determined to be attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.